Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 24-jan-2023 investigation summary a device history review was conducted for lot number 2244817. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, 138 samples were returned to aid in our investigation. 20 were selected and subjected to functional testing for retraction. All 20 devices were able to fully retracted without issue. Unfortunately without the ability to observe the reported non-conformance our engineers could not establish a root cause for this event.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not retract properly. There was no report of patient impact. The following information was provided by the initial reporter: insyte autoguard needle not retracting properly.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not retract properly. There was no report of patient impact. The following information was provided by the initial reporter: insyte autoguard needle not retracting properly.